Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of a sharp instrument consistent with explant damage. The other cylinder performed within specifications. When functionally tested the pump bulb stayed deflated when the pump was being activated. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir were implanted, infrapubic cylinders to allow more tubing for the pump to sit more dependently. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir were implanted, infrapubic cylinders to allow more tubing for the pump to sit more dependently. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.